Event description:
It was reported that an ilet user experienced unexpected hyperglycemia while using the pump, and engineering review indicated the pump had been rewound and the user filled the tubing while connected, without confirming drops, resulting in no insulin delivery via the infusion set and cartridge. Symptoms included elevated blood glucose of 300 mg/dl. Outcomes included user impact requiring troubleshooting and corrective action. Investigation included customer interview, review of device event logs, and user education. Investigation of this case revealed use error related to filling tubing while connected and failure to confirm insulin flow, with no device alerts or alarms generated. It was concluded that the event resulted from user technique and not a device malfunction, and that proper supply change and priming procedure resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.